Event description:
A technician reported the appearance of banding artifact in the head scans after the software version 2.6 upgrade. The technician alleged that there is a possibility of misdiagnosis due to the banding artifact.

Manufacturer narrative:
(B)(4): the MDR is being submitted as it is unk if the banding artifacts were a result of a malfunction that could likely cause or contribute to a misdiagnosis and mistreatment if it were to recur on brain images. The investigation is on-going. This report was submitted on (B)(4) 2010.